Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose of 676, 514 and 789 mg/dl. The customer's current blood glucose was 600 mg/dl. The customer experienced symptoms such as nausea, and abdominal pain. The customer was treated with an IV and insulin. The customer states drive support cap is loose. The customer also perform high pressure test and received no delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.